Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error as well as. Customer's blood glucose value was 10.9 mmol/l. The customer was assisted with troubleshooting. Customer reports they received the open book image on the pump screen. The customer stated that the insulin pump was dropped or bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.